Manufacturer narrative:
Event: the patient's controller exchange is reported under MFR #: 2916596-2021-02045.

Event description:
It was reported that the patient exchanged their controller at home on (B)(6) 2022, as they had low voltage alarms emanating from the white power cable. The patient was able to briefly stop the alarms when they wiggled the white power cable controller connector. The patient had a similar problem with a different controller in (B)(6) 2021 that resulted in a controller exchange. Log file analysis of the exchanged controller captured persistent power cable disconnect events while the patient was on battery power; these events showed the white power cable was the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the submitted log file from the exchanged controller (serial number: (B)(6)). The log file contained approximately 20 hours of data (16:18:51 on 18jan2022 ¿ 11:06:54 on (B)(6) 2022 per the timestamp). Intermittent power cable disconnect and low voltage advisory alarms that were not associated power source exchanges or routine battery depletion were captured throughout the log file due to the relative state of charge (rsoc) voltage on the white power cable dropping. The atypical alarms occurred while connected to 14v batteries. The driveline was disconnected on 18jan2022 at 20:05:10 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. A log file from the patient's new controller (serial number: (B)(6)) was also submitted for review. The log file showed the driveline being connected on 18jan2022 at 21:05:43, and the pump appropriately ramping up to the set speed. No atypical alarms were active in the log file, and the maintained a speed above the low speed limit while the driveline was connected. The exchanged system controller was not returned for evaluation. Multiple requests for additional information were made to determine if product would be returned to abbott for evaluation; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on 12nov2020. Heartmate 3 patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. C) section 6 "caring for the equipment" and heartmate 3 IFU (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. C) section 10 and heartmate 3 IFU (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. C) section 2 ¿how your heart pump works¿ explains how to replace the running system controller with a backup controller. This section instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. Heartmate 3 IFU (rev. C) section 2 ¿system operations¿ also explains how to replace the running system controller with a backup controller, and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.